Event description:
It was reported by the affiliate, that during an ovarian resection, the balloon did not blow up. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: it was concluded that something sharp most probably pinched and cut the balloon. The balloon membrane thickness was found to be within specified limits.